Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the stapler fired with success in the patient, but the scrub nurse punctured her finger with the blade of the stapler upon reloading. Another stapler was opened to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter and knife blade were left in the instrument from the single use loading unit (sulu). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the adapter and knife blade being left in the instrument may occur if the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.